Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 10th of august 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse called the customer and they indicated that they received low results and when repeated it was normal. Customer is going to monitor there testing for low results. On a follow up call the customer indicated that they are not receiveing any low results that are repeating normal. No further actions is required by the fse. The most probable root cause for this event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 the customer reported discrepant results for free t4. Initial results was 0.88 using lot 95. A repeat run was performed and the results were 1.43 using the same lot 95.